Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl as a result of the issue. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again.